Event description:
This device was still in the original sterile package when a charge time test was attempted and failed. After the attempted charge time test, the device could not be interrogated. Therefore, this device was not implanted.